Event description:
It was reported that a spectrum pump had a (#2) key that was depressed and would not release. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "#2 key was having an automatic output without being pressed," which was reproduced while trying to program an infusion. During evaluation, the (.), #4, #5, #6, #7, #8, and #9 keys were all inoperable. When any of the remaining functional keys are pressed an automatic output of the #2 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 12 will be displayed, alphabetically: when the "abc" key is pressed, ad will be displayed interfering with mdl drug searching opportunities). This was caused by a failed keypad. The front case assembly with the failed keypad was replaced baxter has initiated a CAPA to further investigate this issue. Additional information: (double or automatic output), (failure to sense).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.